Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the lead was being implanted in the patient's apex. Immediately after insertion of the helix, the patient's posture changed greatly, causing the lead to be pulled back. As a result, the helix dislodged from the myocardium and the patient's blood pressure dropped immediately. The patient also experienced supra ventricular tachycardia (svt), cardiac tamponade, and a pericardial effusion identified by ultrasound. The fluid was removed by drainage, and the patient's blood pressure returned to normal. The dislodged lead was removed and replaced. No further patient complications have been reported as a result of this event.